Manufacturer narrative:
Customer (person): phone: (B)(6). Fax: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. .

Event description:
It was reported that the wire guides of two wayne pneumothorax sets from the same lot frayed during a pneumothorax drainage procedure. The physician experienced difficulty and resistance during attempted removal of the first wire guide. Upon removal, it was noted to be frayed and "damaged and twisted in several places". The second wire guide experienced the same issue, so a third device from a different lot was used. No adverse effects to the patient have been reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. C.h. De fourmies (france) informed cook on 12apr2021 that while using a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497-imh, lot 13425111), the physician felt resistance during withdrawal of the wire guide through the catheter. Once removed, it appeared frayed. This occurrence happened with two devices, and the procedure was completed successfully with a third device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned product, was conducted during the investigation. One used device was returned to cook for evaluation. Upon visual inspection, the weld connection at the specified curved end was broken, resulting in coil elongation as well as mandril and safety wire protrusion. The weld ball was noted to be intact. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (13425111) and the related wire guide component lot revealed one relevant nonconformance for "wire, broken" in which all affected material was scrapped. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The device is supplied with instructions for use [c_t_waynemod_rev5], which states the following in consideration of the reported failure mode: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the available information, inspection of the returned product, and the results of the investigation, a definitive root cause for this event has been traced to a component failure unrelated to a deficiency in manufacturing/device design. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.